Event description:
It was reported that the sponge of ten (10) mincaps were found outside of the cap. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and one photograph showed the foam outside the cap. In the other, the foam is observed on the inside of the cap, however, it is observed flush with the edge of the cap. No spilled iodopovidone is observed. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.